Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The support team guided the caller to ensure the pump was not connected to a power source and advised on the proper technique to press the button. After removing the pump from its case and following instructions, the caller confirmed the button functioned as intended.